Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporter contact: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a 3-gang 1o2® manifold w/back check valve, rotating luer. Leakage with this product was reported. No physical defects noted prior to use. There was no patient harm associated with this complaint/event.

Manufacturer narrative:
The complaint on the smv3v3 device could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non conformities were identified that would have led to the reported complaint.